Manufacturer narrative:
Section d4: customer was unable to provide the serial number of the controller manufacturer's investigation conclusion: the reported event of a complete loss of power can be confirmed based on the data recorded in the submitted log file. The log file contained events recorded from the time stamp of day 108, 18 hours and 39 minutes to day 129, 1 hour and 4 minutes when a complete loss of power was recorded and the clock reset. Prior to the power reset the system maintained the set speed and there was a power cable disconnect alarm recorded. After the power was restored the system operated for approximately 20 hours and 22 minutes. The system controller was not returned for evaluation. Per the additional information the patient passed away last week (reference MFR#2916596-2021-01453) and the customer did not have any of his equipment and reported that the death was not lvad related. The initial reason for admission was due to the patient completely disconnecting himself from batteries when changing power sources. He had an older epc controller. The patient handbook heart mate ii patient handbook provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The patient handbook also contains an emergency response checklist. Patient handbook operating manual covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient reportedly passed away shortly after this event. The patient's death is covered under manufacturer report number 2916596-2021-01453.

Event description:
Reference manufacturer report number: 2916596-2021-01011. It was reported that the patient was disconnected from power and had a syncopal episode. The customer was concerned about a possible short to shield. Technical services reviewed the log file and observed a pump stop that was caused by total loss of power to the controller. The loss of power to the controller also caused the controller's clock to reset to the default time stamp of day 0 hour 0 minute 0. The patient was admitted on (B)(6) 2021 and was stable.